Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us where the same model is distributed. No information to suggest a device-related adverse event or product problem was received. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry conditions, which were the result of lifted hybrid bond wires.

Event description:
It was reported the device was explanted and replaced due to eri (elective replacement indicators). It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.